Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: twirled, spun.

Manufacturer narrative:
During investigation, bloodstains were observed in the distal tip assembly. The guide catheter was returned with the unit (atlantis sr pro). The catheter distal tip was broken off 8.0mm (including the ro marker) from distal tip end. The broken off distal tip, together with the broken off portion of the guidewire (41.0cm long) were found inside the guide catheter. During image characterization testing, no image appeared in the system due to imaging core wind up in the telescope assembly. No kink was observed in the sheath assembly.